Manufacturer narrative:
A reprocessing in-service with staff was performed. During in-service the customer informed endoscopy support specialist (ess)that they use cleaning brush bw-400v instead of bw-400l for the gf-uct180 scope, they also use maj-855 instead of mh-974 during bedside cleaning for the gf-uct180. All models reviewed during the in-service, which included the cleaning and disinfecting information. Recommended customer follow all olympus reprocessing procedures as documented in the ontrack forms and reprocessing manuals. No further information was reported.

Event description:
The customer reported to olympus that a reprocessing in-service was needed. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections. The legal manufacturer (lm) reviewed the content of this complaint further investigation. The lm speculates that the event was caused by handling. Based on the information, it has been confirmed that reprocess was carried out using maj-855 rather than mh-974 with bw-400v rather than bw-400l described in the instructions for handling. The lm recommends that the customers please reprocess with the tools described in the instructions for use. . ¿when checking the contents of the instructions for use at the time of shipment of the products related to reprocess, it was confirmed that there were the following entries: channel cleaning brush (bw-7l/reusable)/single use single-ended cleaning brush (bw-400l) the channel cleaning brush or the single use single-ended cleaning brush is used to clean the balloon channel (see figure 7.5). Washing tube (mh-974) the washing tube is used to inject detergent solution, disinfectant solution, water, and alcohol into the elevator wire channel and to flush air through the channel to expel fluids (see figure 7.13)."